Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump during the week of (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, the customer was advised to continue using their current pump while waiting for a replacement and to contact their healthcare provider for backup therapy recommendations. Technical support arranged to send a replacement pump with updated software and provided instructions for returning the problematic pump.